Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with broken display was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty main display. Appropriate action was taken to correct the reported problem by replacing the main display. Additional information: this is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. The device has not been previously sent into service for the reported condition of "broken display".

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a broken display; this condition had the potential to interrupt delivery. This condition was found in the biomed service department during preventative maintenance. The facility representative stated that there was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.